Event description:
It was reported that a power on reset (por) occurred and that the patient experienced a shocking/jolting sensation and intermittent stimulation. The patient became pregnant approximately one year after implant, so the device was switched off during pregnancy. She also gained several kilos due also to thyroid disease. The device was switched back on after cesarean. After that, the patient started feeling a strange stimulation sensation. Reprogramming was done by the physician. Impedances were ok, so they exited the session and after a few minutes they interrogated the device again and they found it in por. They reprogrammed the device again. A pocket revision was scheduled at which point they were to evaluate if the device would need to be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).